Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a fever seven months after a leadless implantable pulse generator (ipg) implant. Blood cultures were taken and the organism was identified as (B)(6). Disseminated thrombocytopenia was observed as a complication of the infection. The patient was treated with antibiotics but the following day, infectious endocarditis was diagnosed, therefore, the ipg was explanted. A replacement ipg system was implanted. No further patient complications have been reported as a result of this event.